Event description:
Related manufacturer reference number:2017865-2023-38688 it was reported that patient's atrial lead was dislodged. During lead revision procedure, it was noted that patient's new atrial lead was not able to be implanted due to lead helix anomaly. The new lead was not used and the procedure was completed using an alternate lead. The patient was stable.